Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refp0081 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refp0081) have been reported from the same facility.

Event description:
It was reported by the customer issues with 2 midline catheters kinking in the vessel upon insertion. Sonosite guidance was used and the surgeon was present. It was stated there was no patient or user impact. This report addresses the second device.